Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beep tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted data analysis will not be requested because the patient does not require pacing and tachy therapy was previously programmed off due to the patient being on hospice care. Technical services discussed continued monitoring and/or additional follow-up per physician's discretion. No further actions were noted. At this time, this ICD remains in service and there were no adverse patient effects were reported.